Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a lot of air bubbles in the reservoir. Customer stated that she sees air bubbles after 2 days. Customer stated that she bangs on the reservoir during filling and purges all air bubbles before placing the reservoir in the pump. Customer stated that the air bubbles were a size of an eraser but mostly smaller. Customer stated that the pump was not rewound with a reservoir in place. Customer stated that the insulin was removed from cold storage the day before filling. Customer was advised that the insulin should be stored in room temperature. Customer declined further troubleshooting. Customer was advised to monitor and call back as needed.